Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the nkv-550 ventilator performed an unprompted restart. There was no harm to the patient, and the patient was placed on another ventilator. The debug logs confirmed a momentary cpu reset, and ventilation resumed within 18 seconds at the previous set settings.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.